Manufacturer narrative:
This report is filed on october 17, 2013.

Event description:
Per the clinic, the patient experienced intermittencies and abnormal sound quality with device use. The device was explanted on (B)(6) 2013, and the patient was reimplanted with another device during the same procedure.

Manufacturer narrative:
(B)(4)